Event description:
It was reported that the burr was stuck in lesion and additional surgery was required. The target lesion was located in the mildly tortuous and severely calcified ostial right coronary artery (rca). A 1.50mm rotapro was selected for use. After a few runs, it was noted that the device stalled and the burr became stuck in the lesion. Despite hard pulling, the device could not be removed. The patient was sent for open heart surgery and the burr catheter and guidewire were removed as one unit via surgical cutdown. Coronary artery bypass surgery was then completed. The patient was admitted to the hospital and is expected to fully recover.